Manufacturer narrative:
Report date: 01feb2019. Date rec'd by MFR: 31jan2019. The customer replaced the power supply and reconfigured the harness for the new power supply. The unit and blower powered on as expected. The unit passed 2 extended self tests (est¿s). Philips technical support advised the customer to perform a full performance verification test (pvt) and several other est's before releasing the unit for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the blower was intermittent at power up. There was no patient or user harm reported. The event date was not specified; estimate used.